Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that the receiver and smart device showed a transmitter error display on (B)(6) 2017. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and the transmitter passed. A voltage test was performed and the complaint device held no voltage. A review of the share log was performed and data related to the customer complaint was found. The customer complaint of transmitter failed error was confirmed. The root cause could not be determined.